Event description:
Initial report was that the patient experienced an increase in seizures when the device autostimulation threshold was lowered. No other relevant information has been received to date.